Manufacturer narrative:
This report is submitted september 16, 2019.

Manufacturer narrative:
This report is submitted on april 17, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decremement and subsequently the device was explanted in (B)(6) 2019. It is unknown if the patient was reimplanted with a new device during the same surgery.